Manufacturer narrative:
Eval summary: it is reported that the knee was revised 1 yr and 1 month post-op due to the tibial plate being internally rotated. The pt is a female. The weight and activity level of the pt is unk. Product was not returned for eval. Also, the post-op x-rays are not available for review. The cause of the tibial plate being internally rotated could not be definitely determined, however, improper technique during bone preparation could be a contributing factor. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.

Event description:
It is reported that the device was implanted in 2007 and was explanted in 2008, due to the tibia being internally rotated.